Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during the operation of the generator there was a repeated puncture, as a result of which the operator was burned. The burn occurred while using the monopolar mode coagulation. After the first incident, the gloves were changed and another burn was made on newly worn gloves.

Manufacturer narrative:
This report 1717344-2018-01111 was sent in error as a duplicate for MFR report number: (B)(4), any additional information received in the future will be captured and submitted under the report number 1717344-2018-00584. If information is provided in the future, a supplemental report will be issued.